Manufacturer narrative:
Zoll medical corp has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge at 30 joules via internal handles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.